Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected. Permeability test: a permeability test has shown that the progav 2.0 valve has a blockage. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Breaking force and brake function test: the brake functionality test has shown that the brake function is operational however the braking force cannot be measured due to the non-adjustability of the valve. Results: it should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this we have investigated the system to the best of our abilities. First we performed a visual inspection of the progav 2.0 valve. No significant deformation or damage of the valve were detected during the visual inspection. Next we tested the permeability, and adjustability of the valve, as well as the brake functionality and brake force. The progav 2.0 valve was neither permeable nor adjustable. The brake functionality was present; however, the brake force could not be measured due to the inability of the valve to hold a set pressure. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve is non-adjustable, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
The reporter indicated that a patient received an shunt placement on (B)(6) 2017 and the shunt can now not be adjusted. The shunt was explanted. Additional details of the event have not been provided.